Event description:
Distributor reported on behalf of user that the device was in use for 3 weeks with pt. According to rptr, during exchange of the tube, the left eyelet broke. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and eval the MFR wil file a f/u report detailing the results of the eval.